Event description:
It was reported that the sys was displaying a low ma error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and ordered unk parts to affect repair. A complete eval will be performed upon receipt of parts.